Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had malfunction, it alarmed failed battery test. Her blood glucose was around 400 mg/dl. Troubleshooting was performed and customer stated she was able to get the insulin pump to turn on but she mentioned she stores the new batteries in the freezer. Customer was advised against it. Customer was advised a new battery cap will be sent out to rule any issues with the battery cap. She was also informed to use a new battery along with the new battery cap once she receives it. The device is not being returned for analysis.